Manufacturer narrative:
Concomitant medical product: 694765 lead; implanted: unknown date.

Event description:
It was reported that the patient experienced twitching when their left ventricular (lv) lead displaced. Device interrogation determined the lead had no capture and a chest x-ray showed that the lead had pulled back into the superior vena cava (svc). The lead was explanted and replaced. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.